Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage (broken belt clip rails). Device p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, keypad overlay texture damage, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked belt clip rails, broken belt clip rails, and cracked keypad overlay. In summary, customer allegation for cosmetic damage (broken belt clip rails) was confirmed during visual inspection where cracked belt clip rails and broken belt clip rails was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump back rails were broken. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.